Event description:
Sales rep reports that after removal of a competitor¿s spinal system, the surgeon instrumented with the expedium ti 5.5 system. During screw insertion, the tip of an expedium si quick connect polyaxial screwdriver broke off in the head of a concomitant device expedium polyaxial screw. The screw head containing the broken tip then had to be burred off in order to extract the screw shaft with pliers. The tip of a second expedium si quick connect polyaxial screwdriver broke off in head of another concomitant device polyaxial screw and the surgeon was unable to retrieve the tip. That broken tip was left in the implanted screw. The difficulties encountered resulted in a delay of forty five minutes to the procedure. The following mfg. Medwatch reports are being filed for the two expedium si quick connect polyaxial screwdriver with broken tips: 1526439-2014-11890; 1526439-2014-11891.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Visual examination revealed that the fracture was located at the driver¿s distal tip. The broken tip was not returned. Fracture analysis was performed and optical images revealed plastic deformation at the hexlobes of the driver and torsional markings at the center of the part following a circular pattern. This suggests the driver underwent a quasi-static torsional shear failure starting at the hexlobes and extending to the center of the shaft, the potential fracture termination site. No material defects or other abnormalities were observed in this analysis. Review of the device history record found no discrepancies. The lot was released accomplishing all quality requirements. Trending was completed and no immediate product action is required. An internal data review has been opened to review design control documentation and similar failures will be monitored as a part of post market surveillance activities. Although the root cause tip breakage cannot positively be determined, optical images revealed plastic deformation at the hexlobes of the driver and torsional markings at the center of the part following a circular pattern. This suggests that the driver underwent a quasi-static torsional shear failure starting at the hexlobes and extending to the center of the shaft, the potential fracture termination site. No corrective action/preventive action is necessary at this time as there have been no issues identified in the manufacturing or release of the lot that could have contributed to the problem reported by the customer. No material defects or other abnormalities were observed in the fracture analysis. Therefore this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.